Event description:
The customer reported that the system is rebooting. Arrows are coming across the screen and there was no exposure.

Manufacturer narrative:
The ge service rep found a loose ac connections in a power cable connector. He tightened the ac power plug connections. He rebooted the system successfully x20 with no reboot issues; he verified proper system operation.